Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100-130 units of insulin during the load sequence. Reportedly, the customer reloaded the same cartridge and continued insulin therapy. Customer¿s blood glucose level ranged from 150-340 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.